Event description:
It was reported that inappropriate therapy occurred when implant area was maneuvered. Device was removed from service. No patient complications have been reported as a result of this event.